Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and non-tortuous mid superficial femoral artery. A 7.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another charger balloon catheter. There were no patient complications nor injuries reported.